Event description:
It was reported that the patient was hospitalized due to an infection noted at the implant site of the device. Treatment and device replacement were recommended by the physician; however, the patient declined and was voluntarily discharged three days later. The infection persisted and resulted in tamponade. The patent passed away.

Event description:
It was reported that an infection was noted at the implant site of the device. The infection persisted and resulted in tamponade. The patent passed away.